Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. There was evidence to suggest the display screen sustained an impact in the center of the screen. The device's lcd screen was replaced to address the issue.

Event description:
The MFR received information alleging a ventilator's lcd screen was damaged. The device was not in patient use.